Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6a, d9, h3, h4, h6.

Event description:
Healthcare professional reported "particles in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for a right side. Device was explanted.

Event description:
Healthcare professional reported right side "deflation" and "particles in valve". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ insufficient information: event is not applicable for analysis. As per the investigation procedure creases and an opening assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.